Event description:
Information received indicates the left intermediate siderail is not latching.

Manufacturer narrative:
The technician found the latch spring was dirty which prevented the siderail from latching. The technician cleaned and lubricated the latch spring to repair the bed.